Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b1: adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, f10: patient, impact, device code and h1: type of reportable event. Supplemental correction to revert back to the original aware date.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and it was confirmed through x-ray that this rv lead was perforated. This lead was programmed to sub threshold to 1 volts to promote left ventricular (lv) pacing only. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field indicating it was the ventricle that this rv lead chronically perforated. Furthermore, the lead remains implanted but was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and it was confirmed through x-ray that this rv lead was perforated. This lead was programmed to sub threshold to 1 volts to promote left ventricular (lv) pacing only. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field b1: adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, f10: patient, impact, device code and h1: type of reportable event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and it was confirmed through x-ray that this rv lead was perforated. This lead was programmed to sub threshold to 1 volts to promote left ventricular (lv) pacing only. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field indicating it was the ventricle that this rv lead chronically perforated. Furthermore, the lead remains implanted but was programmed off.